Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 132 ohms. It was noted that thresholds were normal and there was no noise seen. This crt-d and rv lead remain in service. No adverse patient effects were reported.